Event description:
The customer reported image disturbance displayed during reprocessing involving an olympus rigid video laparoscope. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.